Event description:
Additional information received from a consumer via a manufacturer's representative (rep) reported the patient's battery site was very tender when the stimulation was on or off. The patient noted she wanted a new battery and a new battery location. The rep discussed with the patient that was something her and her physician would have to talk about. It was noted the issue was resolved at the time of the report.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and other chronic/intract pain (trunk/limbs). The patient stated her implant helped with her back pain as well as her balance. The patient had a fall on her knee and would be seeing her pain management healthcare provider (hcp) about this issue on (B)(6) 2016. The patient noted that when she sat down, her implant would bulge out and would cause her buttocks to turn black and blue. There was pain at the implant site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.